Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that on (B)(6) 2019, an emergency percutaneous coronary intervention (pci) for left anterior descending coronary artery (lad) was performed. The next day, intra-aortic balloon (iab) therapy was started. Later on, as atrial fibrillation (af) appeared, defibrillation was performed at 150 joules for the treatment. When the reported shutdown issue occurred, the power was still on, the console was turned off and turned on again to start driving. The issue was resolved after rebooting of the pump. Later on in the day, the console was replaced by the physician's judgement. The following day, the iab catheter was removed from the patient and the patient was released from the iabp therapy. It was reported that the patient was in stable condition postoperatively and there was no further adverse consequences to the patient. There was no reported malfunction on the balloon.